Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and coil. During the procedure, while the physician advanced the lantern through the tortuous target vessel, the physician experienced resistance and subsequently, while the physician attempted to advance a coil through the lantern, it was noticed that the lantern was kinked. Therefore, the lantern and coil were removed. The procedure was completed using the previously removed coil and a new lantern. There was no report of an adverse effect to the patient.